Event description:
The following information was provided: postoperative photographs revealed that the mdm liner had not been positioned correctly, so the wound was reopened and the liner repositioned.